Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Cgm glucose began trending down right after a cartridge change was completed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. It is possible that the user unintentionally delivered insulin during the cartridge replacement process based on their report of "mixing up the steps" and that this has happened to them before. It is also possible that the dialysis the user receives further contributed to the severity of the event, as the ilet has not been tested in and is not indicated for users on dialysis.

Event description:
On 6/7/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring the assistance of emts. The user reported they "mixed up the steps" when changing their cartridge and infusion set, and that this "has happened before on my other system". The event occurred on 6/7/24. On 6/15/24 a beta bionics customer care agent followed up with the user's wife about the event. On 6/7/24 the user's wife called 911 after noticing the user was not acting normally and "talking gibberish." The user, who often exerts themselves at work by pushing carts, had just come home and made a "more than" breakfast meal announcement. After feeling "something funny" and realizing their bg was dropping, the user became unconscious at the bottom of the stairs. The emts arrived, administered glucagon, and gave the user orange juice, which stabilized their bg levels. The user does not know how long their bg levels were low, but they estimate it dropped to around 40 mg/dl. The user goes to dialysis three times a week; the event happened two days after their last dialysis appointment.